Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac perforation / pericardial effusion that required medication. An atrial perforation and effusion were caused by the intracardiac echocardiography (ice) catheter. While getting ready to draw contours, the perforation was visualized in ice and confirmed by transesophageal echocardiogram (tee). The patient was provided with "neo" to raise blood pressure. The patient was in stable condition and was admitted for observation overnight. Device investigation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A device history review was performed for the finished device number lot g9395332 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac perforation / pericardial effusion that required medication. An atrial perforation and effusion were caused by the intracardiac echocardiography (ice) catheter. While getting ready to draw contours, the perforation was visualized in ice and confirmed by transesophageal echocardiogram (tee). The patient was provided with "neo" to raise blood pressure. The patient was in stable condition and was admitted for observation overnight.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).